Manufacturer narrative:
Received email stating implant date was sometime in april, therefore the implant date is estimated as (B)(6), 2019 and explant date was confirmed as (B)(6) 2019. D6. Implant date (B)(6), 2019. D7. Explant date (B)(6), 2019.

Manufacturer narrative:
B3. Updated date of event (B)(6) 2019.

Manufacturer narrative:
E1. Updated initial reporter information.

Manufacturer narrative:
Information requested, however not provided.

Event description:
It was reported to gore by conmed (cen-3748)that a gore® viabil® biliary endoprosthesis(sw)was removed using rat-tooth during an endoscopic retrograde cholangio-pancreatography (ercp)procedure. It was reported they could not get the snare around the distal fin for removal. Once the stent was removed it showed the fins were facing in all separate directions leaving behind intraductal damage. It was reported the patient bled and plastic biliary stents had to be placed as a tamponade to stop the bleeding. It was reported the patient is coming back to have stents removed. The procedure finished with a one hour delay.